Manufacturer narrative:
The insulin pump was received with unresponsive bolus, escape and act buttons due to corroded keypad traces. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to unresponsive buttons. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the customer was attempting to bolus and the buttons weren't responding. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis. Customer also mentioned he noted air bubbles in the device causing high blood glucose however the customer declined troubleshooting.